Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cannulated 4.0mm hexagonal screwdriver was observed stripped from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped of cannulated 4.0mm hexagonal screwdriver would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a. Device history part number: 314.05, lot number: 138p416, manufacturing site: haegendorf, release to warehouse date: 30.04.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hold vm 2.10it was reported that on (b)((6) 2023, the tip of a 4.0 cannulated screw driver had broken off. It was later determined that the screw driver was only roughed up. Additionally, both the 2.0 and 2.7 drill bits dulled quickly. There were no fragments generated and there was no patient consequences. This complaint involves three (3) devices. This report is for one (1) cannulated 4.0mm hexagonal screwdriver this is report 3 of 3 for complaint pc-(B)(4).

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The investigation is summarized as follows: customer data review: customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 was not identified.